Manufacturer narrative:
Unit p-cap / reservoir locked properly in place. Unit received with corroded battery tube, scratched case, and pillowing keypad overlay. Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.